Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left leg procedure. Reportedly, the starclose se clip would not deploy. The safety release mechanism was not used to remove the starclose se device. Manual arterial compression and a femostop device were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement/sheath split issue was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The starclose instructions for use states that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. In this case, the IFU deviation would not have contributed to the reported difficulties.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Reportedly, resistance was felt during starclose se sheath splitting and it was believed the sheath did not split completely.